Event description:
It was reported that the physician complained there was buckling of the insulation when attempting to push the lead through the sheath during implant. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.